Manufacturer narrative:
(B)(4). D10 - medical devices: tprlc 133 mp type1 bm ho 9.0; item# 51-117090; lot# 7066490. G7 neutral e1 liner 36mm e; item# 010000857; lot# 7351408. G7 osseoti 3 hole shell 52mm e; item# 110010244; lot# 66118281. G2 - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent an initial right hip arthroplasty. Subsequently, the patient had presented with hip pain, due to fractured calcar and was revised approximately 1-month post-implantation. Patient had no issues at 2 week follow up in surgeons¿ rooms. No fall recorded. It was reported that no further information was available for this event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were provided and reviewed by a health care professional. The review identified that the patient presented with hip pain due to fractured calcar. Patient had no issues at 2 week follow up in clinic. Surgeon said the patient was osteoporotic and very high bmi. No fall recorded. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.